Event description:
The customer reported that there was air leakage on the 8th day of pt use. The customer reported that the pt was re-intubated and there was no harm to the pt. The customer will return the sample for eval.